Manufacturer narrative:
No lot/ serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that when the customer attached a cassette to the pump, an alarm sounded. However, no error message was displayed on the screen. No patient injury reported.